Event description:
During a hip procedure the anchor split upon insertion. Co's inline guide and a 3mm drill were used in conjuction with the anchors. A delay of five mins took place. Sales rep stated that all the broken anchors were removed from the pt and that additional bioraptors were used to complete the repair. No pt injury or complications resulted.